Event description:
Tv support arm - field assembly error:72 ICU rooms installed three years ago with the trumpf acrobat 2000 boom pendant. The tv, small flat screen, and the arm supporting the tv fell from the ceiling support. There was no contact to the patient and there were no injuries. It has been determined that there was an assembly error when these booms were first installed as new. All 72 rooms have been inspected. There was a retaining spring clip at the end of the down tube that keeps the assembly from slipping off. The clip may not have been the correct style clip and there was one washer missing above the clip. The missing washer allowed for a gap. The gap caused the head of the stop screw to wear over time and this created a downward force on to the clip.eventually the clip is forced out of the shaft groove and the assembly falls. All tv arms are temporarily secured with straps until the hardware can be corrected. Trumpf recommends checking the hardware on these booms every five years.======================manufacturer response for boom assembly, tv support, (brand not provided) (per site reporter).======================trumpf is working with our facilities engineering staff to replace the hub and shaft assembly.